Event description:
This ra lead was implanted on (B)(6) 1995 and was explanted on (B)(6) 2018 due to infection. The physician was dr. (B)(6) at (B)(6) center in (B)(6) , mo. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).